Event description:
On (B) (6) 2009, the pt reported she sees air bubbles in the insulin cartridge of her infusion device 1-2 days after the cartridge is inserted. She stated she removes all air bubbles prior to inserting the cartridge but the bubbles appear later. She uses room temperature insulin to fill her cartridge. The pt has not been adjusting the piston rod or attaching the adapter and tubing to the cartridge prior to inserting the cartridge. She was educated on the proper procedure. Courtesy adapters and cartridges were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.